Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an active exhalation control module system pre-test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. The fse installed a new trilogy evo 3 way solenoid valve, and proportional valve (aecm), performed a complete pvt as per the mfg's specifications. The air inlet foam filter and particulate filter were replaced due to preventive maintenance. The device passed all test. The system meets the specification for the performed service and is returned to use. Fco86600081follow-up repair to be handled by a philips authorized service provider.